Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the left circumflex (cx). Following pre-dilatation with two unknown balloons, a 2.75x18mm xience sierra drug-eluting stent delivery system (sds) was attempted to be advanced to the lesion; however, resistance was felt and the inner member of the sds was noted to break. The sds was removed and another abbott device was used to continue the procedure. There were no adverse patient effects nor clinical delay reported.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors contributing to a break include, but are not limited to, interaction with the anatomy, interaction with accessory devices or inadvertent mishandling. In this case, it is possible the device interacted with the moderately tortuous, heavily calcified lesion during advancement, as resistance was noted, resulting in the reported failure to advance, ultimately causing the reported shaft break; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from yes to no.